Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed the displacement and rewind test and normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected rewind anomalies noted. No reset alarm anomalies noted. No unexpected back light anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump¿s back light was not working properly and dimmed. Customer's blood glucose level was unknown. Customer also stated that the screen was difficult to read and there was unusual noises different from the normal rewind. It was also reported that the buttons did not always respond and need to press couple times. The insulin pump will not be returned for analysis.